Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the main tube was not cracked, however, deep scratches were found on the distal end of the main tube, causing white marks to appear on the tube. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.

Event description:
It was reported that the shaft of the bipolar maryland forceps instrument is cracked/flaking. No add'l info was provided. No pt harm, adverse outcome or injury was reported.